Event description:
During initial am hd (hemodialysis) treatment, a small blood leak was detected in the f180nre dialyzer. The circuit had been tested for integrity during recirculation prior to patient connection. Upon discovery of blood leak into dialysate, that treatment was immediately terminated and resumed on a new circuit. No adverse effect to the patient was appreciated and the treatment was successfully completed on the 2nd circuit. Notification to product manufacturer was completed, including lot # of the dialyzer (23bu01011). Biomed was contacted to oversee machine recovery processes, which were completed as instructed prior to subsequent patient use.